Event description:
It was reported that when customer's blood glucose is high and she tries to deliver a correction bolus, the insulin pump will suggest that customer does not need any insulin. Customer did not have an example of this. Customer was advised that no delivery was suggested due to active insulin on board, but this could not be confirmed without an example. Customer also mentioned she has received multiple no delivery alarms. Customer was advised of proper site methods. Customer's blood glucose is 11.0 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.